Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer; however a photo was provided and a photo review will be performed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure intended for the femoral artery, the health care provider allegedly heard/felt a crack and alleged the thumbwheel was operating abnormally afterward. It was further reported that the positioning of the stent felt less stable, however the healthcare provider was able to track the stent through the anatomy to the lesion. The procedure was completed with good result and the stent remains implanted. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure intended for the femoral artery, the health care provider allegedly heard/felt a crack and alleged the thumbwheel was operating abnormally afterward. It was further reported that the positioning of the stent felt less stable, however the healthcare provider was able to track the stent through the anatomy to the lesion. The procedure was completed with good result and the stent remains implanted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample a breakage of the grip and a difficult deployment could not be confirmed. During evaluation the system was disassembled and both catheter section and grip were found fully functioning without damage. The deployment mechanism could be successfully tested at a regular friction level which led to inconclusive investigation result. Potential factors that could have led or contributed to the event reported have been evaluated. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant IFU the potential issue was found addressed. The IFU states: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' The stent deployment procedure was found precisely described. In regards to pta, the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.'